Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device lcd screen was observed. It was confirmed that there was no error indicating a device failure, recorded in the error log. The device's lcd was replaced to address the issue. Periodic maintenance 2 was performed. The exhaust fan assembly and 43 micron filter was replaced as preventative maintenance. In addition, the pollen filter was replaced at the ser vice fco.